Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pilot balloon was removed during use. The event occurred during patient use, and no patient hard/adverse event was reported.

Manufacturer narrative:
Investigation summary: one used decontaminated 10009163-003 7.5mm deht blu suctionaid sub-assy was returned for investigation. Under visual inspection it was noticed that the inflation line was detached from the pilot balloon, as was reported by customer. The customer's complaint was confirmed. This issue was escalated to CAPA-000905. No complaint signal is currently observed. A device history record could not be completed as no lot number was received.